Event description:
The manufacturer received information alleging a ventilator was alarming for a service required alarm condition. There was no harm or injury reported. During the evaluation the customer's complaint was confirmed. A service required alarm indicating the communication to the oxygen blending module board failed was observed. The device's oxygen blending module board and interface board were replaced to address the issue. The device was cleaned and tested and passed all final testing.